Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Product problem was selected where it was mistakenly left unselected previously.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of life (eol) and is no longer providing therapy. Surgical intervention may be pending to address the issue.